Event description:
Clinic notes were received indicating that the vns patient was experiencing an increase in seizures in (B)(6) 2013. The physician increased the patient¿s medication. The seizure type was not typical for the patient. Additional information was stating that the patient¿s seizure frequency returned back to baseline levels after the medication changes in (B)(6) 2013.